Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that an inaccurate delivery issue started on (B)(6) 2014, the patient¿s blood glucose (bg) reading was over 500 mg/dl with headaches, lightheadedness, thirst and memory issue. It was reported that the health care provider (hcp) was contacted and treatment advice was provided over the phone. The basal rate and basal settings reportedly were adjusted recently by the hcp and the patient resumed pump therapy on the same pump. Customer support agent reviewed the event with the reporter. Review of potential causes for inaccurate delivery determined that all basal and bolus deliveries were correct and as programmed. Review of potential causes for bg issue revealed that the patient was not responding to warnings in a timely manner. Other contributing factors included incorrect manual calculation of dosage, and insulin regimen was not adjusted for signs/symptoms of illness and changes in stress/pain level. Reportedly hcp had also made pump adjustments due to other health conditions/illness. This complaint is being reported because the patient experience serious hyperglycemia while on pump therapy. The bg excursion is attributable to a use error in that warnings were not responded to appropriately. Additional diabetes management factors also may have contributed to the event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged bolus calculation issue was not verified in the black box or duplicated in the devaluation. Review of the black box data found that available date range did not cover the complaint date due to continued customer use. Review of the available date range found that the total daily delivery added up correctly and reflected the user¿s programed basal settings. Using the returned caps the pump powered up properly. No tactile issues were found with the buttons. The pump delivery accuracy was within specifications. A rewind/load/prime sequence and a 24-hour basal exercise were executed without any incidences. Audio and normal bolus were executed and recorded correctly. Bolus values were calculated manually based on blood glucose and carbohydrate values. The manual calculations matched the pump calculated values. Unrelated to the complaint, the display was found to be discolored. (B)(4)

Manufacturer narrative:
The pump has not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.